Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("suffered for more than a decade a lot of pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity (daughter). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("suffered for more than a decade - heavy menstrual bleeding") and alopecia ("suffered for more than a decade - my hair started to fall out in handfuls"). Essure . The reporter considered alopecia, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: report in nine central west, nine news channel 10, australia, 28-apr-2023: presenter : she suffered the ill effects of the coil for more than a decade before doctors finally identified the cause. She lives 2 hours by train from a city, but every sitting day she makes the journey to court, often with her daughter. "I started getting a lot of pelvic pain, heavy menstrual bleeding and also for me my hair started to fall out in handfuls.". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("suffered for more than a decade a lot of pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity (daughter). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("suffered for more than a decade - heavy menstrual bleeding") and alopecia ("suffered for more than a decade - my hair started to fall out in handfuls"). Essure . The reporter considered alopecia, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: report in nine central west, nine news channel 10, australia, (B)(6) 2023: presenter : she suffered the ill effects of the coil for more than a decade before doctors finally identified the cause. She lives 2 hours by train from a city, but every sitting day she makes the journey to court, often with her daughter. "I started getting a lot of pelvic pain, heavy menstrual bleeding and also for me my hair started to fall out in handfuls.". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.